Manufacturer narrative:
The biomedical engineer troubleshot the reported complaint and replaced the flow sensors. The unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the unit had a large leak and was unable to ventilate during checkout. There was no report of patient involvement.